Event description:
Alerts day or implant due to oversensing, increased sic. Increasing pacing impedance. Artifacts seen with maneuvers. Artifacts resolved atter pocket revision - lead disconnected, cleaned, and reconnected. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)